Event description:
It was reported that the user placed a foley catheter for the female patient after an elective surgery. They inflated the balloon with 10cc of injectable water. Later, it was found that leak had occurred as the user noticed that the balloon had only 1cc of injectable sodium iodine solution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user placed a foley catheter for the patient after an elective surgery. They inflated the balloon with 10cc of injectable water. Later, it was found that leak had occurred as the user noticed that the balloon had only 1cc of injectable sodium iodine solution.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the device had met relevant specifications. The product was used for urological catheter. A potential root cause of sac tearing might be due to "high mechanical stability time (mst) of incoming latex" or "coagulant dip 2- dipping speed too slow" and also might be contributed by user related (example: contact with sharp object)/mechanical failure). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "a review of the device labelling is adequate to prevent the reported event. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient". Correction: b. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user placed a foley catheter for the patient after an elective surgery. They inflated the balloon with 10cc of injectable water. Later, it was found that leak had occurred as the user noticed that the balloon had only 1cc of injectable sodium iodine solution.